Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous, and mildly calcified forearm artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem. And the procedure was completed with different device. There were no patient complications nor injuries reported. And the patient condition was good after the procedure.